Event description:
A customer reported that the equipment did not aspirate during a cataract with iol (intraocular lens) implant procedure. The case was able to be completed with another unit w/o delay. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).